Manufacturer narrative:
Supplemental submitted to indicate that the issue was resolved by informing the customer that the cover is out of warranty and should be replaced along with any affected components.

Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.